Event description:
It was reported by repair work order that the foot end brake cam was missing the screw that connects the cam to the brake rod. Due to this, the brakes would not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.